Event description:
The device was returned for a valve 1 failure. Pneumatics hardware testing was able to confirm the functionality of valves 1 and 6. Further testing found valve 2 was the malfunctioning one.

Event description:
The following has been reported: biomed reported: service needed error, unable to perform test infusion. Cleaned and a test infusion has been attempted. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.